Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the device operates differently. The treatment appears to be related to circumstances of the procedure; however the method of achieving hemostasis was not reported. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a starclose se device, after an unspecified procedure. Reportedly, an unknown device failure occurred with the starclose se device. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. Although, the name of the physician was reported, it is unknown if he is trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.